Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "sales rep indicated the pins were not sticking properly in the pin drivers. This made it difficult for the surgeons to lean the drill down."